Event description:
A tandem mobi cartridge alarm was reported by the customer, indicating an issue with the insulin pump. The blood glucose level of the customer did not exceed 500 mg/dl, indicating no adverse impact on their blood glucose. Technical support confirmed the alarm, advised the customer on corrective actions, and assisted in successfully loading a new cartridge, resolving the issue.